Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed. The hard cannula was improperly installed in slide retract preventing the needle to fully retract. This would not cause or contribute to the reported high bg¿s complaint as the cannula was still inserted in the infusion site and the user would have received all the insulin as programmed. Release records were reviewed and the product met all acceptance criteria. The product was returned for evaluation. Investigation confirmed the device malfunction. Root cause was determined to be a manufacturing error. Omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer report that her blood glucose reached greater than 13.8mmol/l (248.4mg/dl) after wearing the pod. She indicated the needle had not ejected into the pod.